Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32x4 asia xtw was unable to prime. This occurred on 5 occasions. The following information was provided by the initial reporter: unable to prime the needle. Customer said that she was unable to get any insulin flowing through the needle when she pressed on the pen button.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen needle 32x4 asia xtw was unable to prime. This occurred on 5 occasions. The following information was provided by the initial reporter: unable to prime the needle. Customer said that she was unable to get any insulin flowing through the needle when she pressed on the pen button.